Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th january 2026 arthrex was notified via email of a draft manustript for the (B)(6) study that is led by principal investigator dr. Frank beeres (switzerland). In this retrospective study, they used an arthrex spanning plate to treat patients with a distal radius fracture. The objective of the study was to evaluate the functional and patient-related outcomes of patients who had been treated with an arthrex 2.4/3.5 mm spanning plate for complex distal radius fractures at the (B)(6) hospital.a total of two (8%) complications were documented in the long-term follow-up group of 25 patients. One patient (4%) experienced implant failure due to renewed trauma. This required a secondary operation including implant removal and volar osteosynthesis. One patient (4%) experienced a rupture of the extensor pollicis longus (epl). In this particular patient the epl tendon was not positioned superficial to the plate during the initial operation the spanningplate was removed and a tendon repair was performed by transposition of the extensor indicis tendon onto the distal epl remnant. No cases of surgical site infection were observed. Delayed union was observed in three patients (12%). All of them showed sufficient fracture consolidation after six months. In these cases, the removal of the plate was postponed.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
*** Update 12-mar-26: the study manuscript will soon be published and hold some more information on the previously stated complications and now includes more device related complications. The updated manuscript states: on (B)(6) 2026 arthrex was notified initially via email of a draft manuscript for the iirr-01899 study that is led by principal investigator dr. Frank beeres (switzerland). In this retrospective study, they used an arthrex spanning plate to treat patients with a distal radius fracture. The objective of the study was to evaluate the functional and patient-related outcomes of patients who had been treated with an arthrex 2.4/3.5 mm spanning plate for complex distal radius fractures at the lucerne cantonal hospital. A total of seven (20%) adverse events were documented in the study population of 35 patients. Complications directly associated with the implant or surgical technique included one patient (3%) who experienced implant failure due to renewed trauma, which required a secondary operation including implant removal and volar osteosynthesis. Two patients (6%) experienced a rupture of the extensor pollicis longus (epl). In both cases, the epl tendon had not been positioned superficial to the plate during the initial operation. The spanning plate was removed and tendon repair was performed by transposition of the extensor indicis tendon onto the distal epl remnant. No cases of surgical site infection were observed. Delayed union was observed in two patients (6%). Both patients showed sufficient fracture consolidation after six months and plate removal was postponed. One patient (3%) developed a non-union and required revision surgery including cancellous bone grafting and re-osteosynthesis. Complex regional pain syndrome (crps) type I was diagnosed and treated in three patients (9%). One patient (3%) developed persistent distal radioulnar joint instability requiring corrective osteotomy and triangular fibrocartilage complex refixation. Additionally, symptomatic post-traumatic osteoarthritis required surgical intervention in two patients (6%).